Event description:
It was reported that high lead impedance was identified on (B)(6) 2016 on system diagnostic testing. Clinic notes dated (B)(6) 2016 reported that the patient was experiencing increased seizures which began about two weeks prior. The generator and lead were replaced on (B)(6) 2016. Impedance tests were performed after replacement surgery and gave values within normal limits. The explanted product has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
It was reported that the explant facility does not return explanted devices so product analysis will not be performed.